Event description:
The unit was returned for the issue that the plug input was damaged. The unit was in use by the pt, however there was no reported pt harm. Upon repair evaluation, it was discovered that there was an exposed prong still attached to the power cord that could potentially lead to electric shock. An investigation (ir 300350751) was performed and it was determined that a separation occurred between the two molded parts on the female connector. The female connector that connects the power cord to the unit had shown separation that could potentially result in live accessible metal parts presenting a hazard for electrical shock. Testing was performed and has indicated that the power cord meets the specs and the applicable standards for power cords (ul 817 and iec60320-1). The testing demonstrated that this power cord had to have experienced excessive abuse to result in this failure.